Manufacturer narrative:
The device evaluation is ongoing. The customer is going to continue to troubleshoot at the facility once cabling is attained. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator received an esg-400 / e006 error. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, error message e187 and e006 were reported. Since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. However, the display of the error messages e187 and e006 were likely caused by a user handling error. However, it is not possible to provide a conclusive cause based on the provided information. Olympus will continue to monitor field performance for this device.